Event description:
It was reported that a malfunction code had appeared on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur post-reset. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappeared.